Event description:
47-year-old male with history of myocardial infarction and opioid abuse had unwitnessed out of hospital cardiac arrest with a noted code blue requiring 45 minutes of CPR. The patient was brought to hospital unresponsive and impella 5.5 was implanted. The md elected to use non-woven graft despite discussion with clinical support team of this being off label use due to this there was excessive axillary jp drainage consistent with access site bleeding through graft requiring transfusion. The patient received a transfusion consisting of five units of packed red blood cells, two units of platelets, two units of cryoprecipitate, and one unit of fresh frozen plasma.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.